Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 35- ¿¿a broken force sensor was detected during seating or regular delivery¿¿. Troubleshooting was performed, explained the pump performs safety checks and an error was found. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned pump for an alleged critical pump error (open book image) alarm and pump 35 alarm found on 23-feb-2023. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. There is no pump error 35 alarm recorded in the formatted history file for the event date. However, critical pump error (open book image) alarm triggered by three consecutive pump error 40 alarms on 02/23/2023 10:01:00.000 and 02/22/2023 21:59:57.000 according on the formatted history file/detailed trace file. As per global logic analysis (esf# (B)(4)), pump error 40 alarms (line number 525 file number 121), suspected on sw. Pump was cut open to perform visual inspection and found corrosion on the pcba1 and pcba2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 23-feb-2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: 02/17/2023 02:42:00.000, 02/19/2023 09:51:00.000. Lostsensor2alert (781) was recorded and found in the formatted history file on: 02/19/2023 10:07:00.000, 02/19/2023 10:17:00.000. Sensorerroralert (801) was recorded and found in the formatted history file on: 02/18/2023 18:51:20.000, 02/18/2023 19:26:19.000, 02/18/2023 20:01:19.000. Sgcalibrationerror (776) was recorded and found in the formatted history file on: 02/19/2023 07:39:04.000, 02/19/2023 08:48:41.000. Changesensor2alert (778) was recorded and found in the formatted history file on: 02/19/2023 09:12:25.000. Changesensor3alert (789) was recorded and found in the formatted history file on: 02/19/2023 10:36:37.000. Unable to verify sensor anomalies due to critical pump error (open book image) alarm. Insert battery alarm was recorded and found in the formatted history file on: 02/23/2023 10:48:57.000 batteryremoved (84). Insert battery alarm was expected since the battery was removed from the pump. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were also noted during visual inspection: a scratched case. Pump 35 alarm was not confirmed according the formatted history file. However, critical pump error (open book image) alarm confirmed due to three consecutive pump error 40 alarms. Pump error 40 alarm, suspected on sw. During visual inspection, corrosion was found on the pcba1 and pcba2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.